Event description:
While testing for hypotony,during the surgery to implant the device, the physician allegedly noted some hypotony and used a suture to partially close the glaucoma aqueous shunt's drain tube. No injury was reported.